Event description:
It was reported that the lead exhibited oversensing.

Manufacturer narrative:
No medwatch form was received. Final analysis found an insulation abrasion at 6.5 cm from the connector which exposed the proximal cable, and was consistent with that produced by friction to the can.